Event description:
Pt called in on (B)(6) 2013 to inform of medical intervention that occurred on (B)(6) 2013 at 6:45 pm. Pt reported the prodigy meter as giving a reading of 130 mg/dl while she felt sweaty and was having slurred speech and trembles. She said medics were called 5 minutes later and arrived 5-10 minutes thereafter. Their meter read 24 mg/dl. Pt was given an unknown substance and was hooked up to an IV. She was transported to the hospital. ER reading was 72 mg/dl. Hospital treatment was said to include an insulin shot, orange juice, fruits, toast and jello. Pt reported 187 mg/dl as her ER reading prior to discharge. Duration of ER stay was 2 hours. Per pt, last meter readings are: 7-day avg 160 mg/dl, 14-day avg 141 mg/dl, 28-day avg 137 mg/dl, (B)(6) 2013 2:38 pm 184 mg/dl, (B)(6) 2013 10:15 pm 127 mg/dl, (B)(6) 2013 6:39 pm 131 mg/dl, (B)(6) 2013 3:18 am 163 mg/dl, (B)(6) 2013 5:01 pm 136 mg/dl. Prodigy sent a replacement meter with a prepaid envelope so pt can return suspect product (s) for evaluation.